Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. Should additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the surgeon could not loosen the screw of the tibial impactor/extractor after he implanted a tibial component by using it. As a result, he succeeded to dissociate them."